Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction occurred throughout the night while the customer was sleeping. There was no impact on the customer&#38112;blood glucose levels. A replacement was shipped. The customer will use manual injections as backup therapy until the replacement is received.